Event description:
Claimant alleges he was descending in a pride go-go elite scooter when the brakes failed and the person was thrown from scooter.

Event description:
Claimant alleges he was descending in a pride go-go elite scooter when the brakes failed and the person was thrown from scooter.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.

Manufacturer narrative:
The model number, serial number, 510(k) number, and date of manufacture have been provided. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.